Manufacturer narrative:
Additional information: a4 b1 b2 b5 e1 e2 e3 e4 g3 h1 h6.

Event description:
New information received notes that the right ventricular lead exhibited oversensing of noise. The lead was capped and replaced in a procedure on 6jan2021. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited an unspecified noise problem. No device intervention was performed. The patient's condition was unknown.